Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server and was unable to detect a network connection. A field service engineer (fse) inspected the patch cables in the drawer connected to the all-in-one (aio) unit and confirmed proper functionality. The fse then toggled the network adapter speed setting off and back on to 100 mbps half-duplex, after which network communication was successfully restored. A technical support specialist (tss) later verified with the customer that the issue had been resolved. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, pyxis move to new location but is not connecting to the network. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.